Event description:
Per the clinic, the device was electively explanted under general anesthesia on (B)(6) 2022 due to non-use. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 14, 2023.